Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open black pulse wire in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open pulse wire. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.